Event description:
During a lower anterior resection procedure, a device was used for anastomosis of proximal and distal transections. The anvil was placed in the proximal portion and secured with an automatic purse-string device. The I-drive with the device was then placed transanally, the anvil was connected to the trocar and the device was fired. All sounds and indications during firing were normal. After firing, the surgeon immediately noticed a disruption of approximately 1 cm of the staple line and bowel contents were observed coming out from anastomotic site. The device was removed and the "donuts" were checked. Both were found to be complete. The surgeons were not satisfied with the anastomosis, so they chose to "cut it out." A reticulating stapler was used for transection both proximal and distal to the original anastomosis. After add'l dissection and devascularization for length, a replacement anastomosis was made with another device. A leak test of the new anastomosis was satisfactory.

Manufacturer narrative:
The device was evaluated and performed according to specifications. The idrivec used concomitantly with the device was also tested and its performance was also to specs.